Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophageal gastroduodenoscopy (egd) procedure performed on (B)(6) 2009. According to the complainant, the patient presented with a peptic ulcer, and was scheduled for an egd procedure for further diagnostics and suspected bleeding. While unpacking the injection gold probe, the gi nurse noticed that the gold coating at the probe had peeled off. There were some loose pieces in the plastic packaging as well. The procedure was aborted as the patient was stable and no other device was available. Currently, the doctor has placed the patient under observation and placed the patient on nexium. Should the patient's status change, the procedure will be rescheduled. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).